Event description:
During an ipg replacement for normal end of life the implanted lead became stuck in the new ipg. It wasn't possible to advance or retract it despite turning the screw. The lead was damaged when the ipg was eventually pulled off the lead. The lead was replaced. The procedure was completed using a second new ipg.

Manufacturer narrative:
(B) (4).